Event description:
It was reported that the newly implanted pacemaker is expected to be explanted due to a pocket infection. Additional information received advised the pacemaker and this right atrial (ra) and right ventricular (rv) leads were removed without any complications. No additional information provided, further information has been requested. Additional information provided confirmed the explant was only due to a localized infection, there was no malfunction with the device nor the leads prior to the explant. The products were replaced successfully, and the explanted products will not return for analysis. Outside of the revision, no adverse patient effects were reported.